Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported that patients lead had migrated. As a result, patient underwent surgery where the leads were explanted and replaced. Related manufacturer reference number: 1627487-2023-00710.